Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited low, out of range defibrillation impedance. It was also found that therapy was not given due to low impedance. No intervention was done. The patient status was unknown.